Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector and this issue occurred with two infusion sets. Therefore, the infusion set had been used for less than 10 minutes. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.